Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of clinical assessment, the indeterminate endoleak complaint is unconfirmed due to a lack of relevant medical imaging surrounding the reported event. Device, user, procedure or anatomy relatedness of this event could not be determined. No procedure related harms for this complaint were determined. The final patient status was stable upon discharged home on the second post-operative day following a secondary endovascular repair procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. "Device iteration is afx with duraply" g1,2: contact office- contact has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with duraply".

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately 6 years post initial procedure, an endoleak of indeterminate origin was identified. The physician elected to re-line the original implanted devices with another bifurcated stent graft and a suprarenal aortic extension. As of the date of this report, there have been no additional patient sequelae reported.